Event description:
On september 13, 2006, the lay user/reporter (patient's wife) contacted lifescan alleging that the patient's one touch ultra was reading inaccurately high compared to another one touch ultra. The medical affairs specialist spoke with the patient on september 18, 2006 to obtain/ verify the information. The patient became concerned with the "high" meter readings two days earlier, when he was getting readings "over 200 mg/dl" when he usually got readings "below 125mg/dl." In response to the higher meter readings, the patient doubled his glucovance dosages to 2 pills in the morning and 2 pills before dinner based on his own decision; however, he stated that in the past his doctor has advised him to double his medications if his blood glucose levels were high. The next day, after taking his before dinner dose of glucovance, the patient started to have the shakes and sweats. While experiencing these symptoms, the patient got "197 mg/dl" on his meter and a "61 mg/dl" on another one touch ultra meter, performed within 10-15 minutes of each other. Following the tests, the patient had some glucose tablets and dinner, which relieved his symptoms. The next morning, the patient obtained a "225 mg/dl" on his meter and a "97 mg/dl" on the other one touch ultra meter, performed about 3 minutes apart. The patient did not have any symptoms of high or low blood glucose and only took 1 tablet of glucovance. The patient stated that he used different test strip vials for each meter. The customer care advocate (cca) verified that the meter was set up correctly and the test strips were in good condition; however, the reporter was unable to state if the correct testing/cleaning techniques were used. The reporter did not have any test strips to troubleshoot over the phone with the cca; however, the patient informed the mas that he recently ran a control solution test and it was "100 points" over the control soluton range. This complaint is being reported, because the patient developed low blood glucose after taking actions to treat his diabetes in response to the "high" meter readings. In addition, the patient reported a failed control solution test. The meter, test strips , and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.